Event description:
It was reported that the ilet displayed repeated alert code 38 indicating consecutive stalled motor events while the device battery was above 50 percent, which resulted in insulin therapy stopping and necessitated shutdown of the device and transition to backup insulin therapy. Symptoms included no reported changes in blood glucose. Outcomes included temporary interruption of automated insulin delivery with continued therapy on backup insulin. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.